Event description:
Patient reported all of the buttons on the infusion device are non- functional. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. All buttons meet the specifications.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.